Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the tvr procedure include significant transcatheter heart valve oversizing, severely obliterated sinuses of valsalva, porcelain aorta, and/or presence of bulky calcification and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve (all models) relies on valve calcium to securely anchor to the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to cardiovascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intra pericardial pressure which can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. It can be caused by a variety of local and systemic disorders, or it may be idiopathic. Pericardial effusions can be acute or chronic, and the time course of development has a significant impact on the patient's symptoms. In tvr patients, it may be caused by guidewire perforations or annular ruptures. In transapical patients, postoperative pericardial effusions are common, most will resolve spontaneously, and some may require intervention. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Due to a limited amount of information received, it is unknown what could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported to the edwards tavr community, during a transcatheter aortic valve procedure in a patient was severe aortic stenosis 'damage' to the patient's pericardium occurred and the patient lost pulse and had to be resuscitated, but the tavr procedure was completed successfully. The patient awoke with a sore chest from resuscitation and on a respirator, which was removed within a couple of hours, and they were discharged home the next day. Medical records received for review clarified that the 26mm sapien 3 ultra resilia (s3ur) valve was deployed with excellent result and no significant paravalvular leak (pvl). The decision was made to post-dilate the valve one time to ensure adequate expansion. After the post-dilation the patient's blood pressure dropped and a pericardial effusion that developed into tamponade was noted. The patient became unresponsive and acls protocol with CPR was initiated. Intubation was performed and the patient was prepped for pericardiocentesis. Bloody fluid was drained, blood pressure stabilized, and the procedure was completed. After the devices were removed and hemostasis was achieved, the patient was noted to have stenosis of the right common femoral artery, found on aortography. A prolonged angioplasty of the right cfa was performed followed by good hemostasis and no residual stenosis. Follow up tte revealed trivial pericardial effusion with no further accumulation of blood in the drain. The patient was transferred to cvicu for further care and extubated the following day with pericardial drain removal. They remained hemodynamically stable overnight. An echo was performed and showed ef was 60%, with normal gradients (mean gradient 11mmhg) and no regurgitation. A small pericardial effusion was noted with no hemodynamic effect.